Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified, 85% stenosed de novo lesion in the distal left anterior descending coronary artery. The 2.75x15 mm nc trek rx balloon dilatation catheter (bdc) failed to cross the target lesion due to the vessel and the proximal shaft separated. The separated portion was simply withdrawn. A 2.5x12 mm nc trek rx bdc was used to successfully post dilate the lesion. There were no adverse patient effects and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Visual and dimensional inspections were performed on the returned device. The reported shaft separation was confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.